Manufacturer narrative:
No reports of a device malfunction have been received to date as it relates to this event. The event pneumonia was assessed by therakos as related. The event of seizures was assessed by therakos as unrelated. (B)(4).

Event description:
A patient with a history of myelodysplastic syndrome, status post bone marrow transplant ((B)(6) 2010) presented to the emergency room as a transfer patient with respiratory distress and bilateral pneumonia. Patient was admitted to ccmu where he was noted to have marked muscle jerking and agitation which lessened somewhat when the patient slept/relaxed.